Event description:
Alleged a staff member injured their back while pushing this stretcher. The account stated the stretcher is very hard to steer in the right direction and as a result, hospital employees have strained their back trying to force a turn. The account would not provide additional information on any employees that might have been injured. The technician tested the unit and found it is operating as designed.